Manufacturer narrative:
Results: fragment debris in the electrolyte injection cup (eic), eic lower block and eic quad ring.

Event description:
The customer reported obtaining erroneously low chloride (cl) results and/or high calcium (calc) results for two patient samples involving a unicel dxc 600i synchron access clinical system. The customer repeated the samples on an alternate analyzer when the issue was noticed and the results were reported out of the laboratory. No erroneous results were reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. Quality control prior to and after the event were within the laboratory's established ranges. Beckman coulter field service engineer (fse) was dispatched and noted metal fragment debris in the electrolytes injection cup (eic) causing compromised draining. The fse replaced the eic lower block and quad ring and the calcium electrode. Repair was verified per established procedures and results met published specifications.